Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens,-9.5 diopter, in the left eye (os). The patient reported episode of elevated eye pressure of undetermined cause, not ongoing. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.